Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the "lead test results" from the bd vacutainer® k2 edta (k2e) blood collection tube came back "abnormally high", and the patient had to be redrawn at a later date, which reportedly produced normal results. The customer reported no "reasons for possible cross-contamination" during testing. As reported by the customer, "we¿re reaching out because we ran into an interesting situation with a child¿s lead test result. It was abnormally high from the first collection and back to a normal level on a separate collection two days later. We couldn¿t find any reasons for possible cross-contamination during testing phase, so we¿re reaching out to see if you happen to hear or know if any lead contamination has ever been reported over bd collection devices. Clinicians are investigating and would like to see if we can find any root causes. Any insights are appreciated."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "lead test results" from the bd vacutainer® k2 edta (k2e) blood collection tube came back "abnormally high", and the patient had to be redrawn at a later date, which reportedly produced normal results. The customer reported no "reasons for possible cross-contamination" during testing. As reported by the customer, "we¿re reaching out because we ran into an interesting situation with a child¿s lead test result. It was abnormally high from the first collection and back to a normal level on a separate collection two days later. We couldn¿t find any reasons for possible cross-contamination during testing phase, so we¿re reaching out to see if you happen to hear or know if any lead contamination has ever been reported over bd collection devices. Clinicians are investigating and would like to see if we can find any root causes. Any insights are appreciated."